Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump and assisted in attempting to load a new cartridge. However, the customer was unable to successfully load the cartridge and declined further troubleshooting, opting instead to set up and use a new pump for insulin therapy. No further action was required.